Event description:
The device was shipped to the rep for the pt on 7/5/95. On 7/17/95 field contact was logged at co regarding the device. As a result of human error the pt was sent a model 4202. Co was notified on 7/21/95 that the pt was sent a different model than was originally prescribed. On 7/24/95 the correct model was sent to the pt as a replacement. The mix-up occurred as a result of human error when a replacement was requested through pt svs. Note: this device did not malfunction nor did this error result in harm or injury to the pt. Corrective action: retraining of customer svc personnel.